Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation and only the chipboard box and pouch were returned; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that a conclusive cause for the reported deflation issue could not be determined; however, the reported difficult to remove appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the right coronary artery (rca). The 4.0x15mm vision stent delivery system (sds) was advanced to the target lesion without reported issue and the stent implant was successfully deployed. During deflation the balloon did not fully deflate and during withdrawal, resistance was met with the guiding catheter; therefore, all devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.